Event description:
Ous MDR - after an implantation time of about 3 months, inappropriate shock impedances were reported. Both the device and lead were explanted. Lumax 340 dr-t, MDR 1028232-2009-00321.

Manufacturer narrative:
Ous MDR - the analysis showed that the lead was compromised due to abrasion of the lead's outer insulation about 3 cm proximal to ligature marks. This insulation damage can be considered as the root cause for the observed low shock impedance of less than 25 ohms, as mentioned in the complaint description. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subjected to excessive and continuous components (i.e., lead contact with the ICD can) should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. Additional damages such as deformation and cuttings were found within the scope of the present analysis of the lead. These damages resulted most likely from mechanical stress during the explantation procedure. The analysis of the lead as well as the analysis of the ICD did not reveal any sign of a material or manufacturing problem.